Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the tip of the pituitary broke during procedure but did not break in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. Visual and optical examination identifies static inferior jaw broken off, with cracks propagating from the centerline of the pivot pin. Optical examination identifies provides some evidence of bend stress overload, with one side of the tip bent and fracture surface river lines perpendicular to the shaft axis. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.